Event description:
Voluntary medwatch received states that the patient's left ventricular (lv) lead was capped due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction section d8 : updated accordingly for the entry.